Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, minor scratches on the probe tip were observed. The ultrasound image contained four full scattered broken elements. The scope connector was found with heavy corrosion and the ultrasound cord had some broken braids. No other issues were reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
A user facility reported defects in the ultrasound probe and a leak in the ultrasound cord. The issue was found during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.